Event description:
Information received from a zoll distributor indicates that a (B)(6) female patient had some sores and burns under the therapy pads and was unable to wear the lifevest. The distributor indicated that the patient's physician was notified. Review of the patient's downloaded data does not reveal that the patient received a treatment. Multiple attempts were made to follow-up on the patient's skin condition without success.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device.